Event description:
See initial report.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11. The setting knob is used to adjust the set value of the occluder opening between 0 and 100%. No technical activity was performed by livanova fse, as the customer cancelled the request. The knob was repositioned by the customer and no other issues occurred subsequently. Indeed, the review of complaints on the impacted code revealed that no other similar events have occurred at the customer site since its installation in 2014. Through follow-up with the fse, it was confirmed that the evo had not stuck but the control panel knob was no longer usable having detached. The review of the database of similar complaints over the last 4 years has highlighted that no other cases has been recorded, thus this type of problem does not show any adverse trend. This case is isolated and does not involve a systematic quality deviation. Based on all facts collected, it cannot be ruled out that the reported issue was most likely caused by an altered knob mechanism enhanced by customer rough handling. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) made a clicking sound and stop working during procedure. In addition, knob came off from the evo control panel and customer put it back on. There was no patient injury.

Manufacturer narrative:
H11: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in denver, colorado. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.